Event description:
It was report occlusion alarms occurred. The customer attempted to resolve the occlusion with a supply change however, ended up going to the emergency room and was subsequently hospitalized with a blood glucose level of 500 mg/dl. The customer was treated intravenously with fluids of saline and insulin in the hospital. The customer was released on (B)(6) 2026 with issue resolved and no permanent damage.